Event description:
The hcp reported the patient was experiencing no pain relief. It was determined the pump had flipped due to loose sutures. The pump was surgically up-righted. The patient recovered without sequela. The pump was programmed to deliver morphine sulfate (10.0mg/ml); bupivicaine (40.0 mg/ml) and droperidol (500.0 ug/ml) at a rate of 3.001 mg/day.